Manufacturer narrative:
Patient¿s identifier, date of birth and weight are not available for reporting. Date of postoperative nail breakage is unknown. Implanted 18 months prior to revision surgery. Therapy date is 18 months prior to revision surgery. The (510k): device is not distributed in the united states, but is similar to device marketed in the USA. Reporter phone number is unknown. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a proximal femoral nail antirotation (pfna) was inserted about 18 months ago. Postoperative x-rays taken on (B)(6) 2017 revealed that the nail and the distal locking bolt are broken. Apparently, the locking bolt had broken a few months earlier but due to nonunion of the fracture the nail then failed at the junction of the blade insertion hole. The pfna nail was revised on (B)(6) 2017 to a recon expert lateral femoral nail (lfn)l, 13mm x 260 and 2 6.5mm recon screws and 2 5.0mm distal locking screws. There was 180-minute delay to procedure. Tip of the 4.9 mm locking bolt is still in patient and could not be recovered. Action taken to manage problem during procedure. Used every technique available to try and remove the distal part of the nail, eventually the easy out from the operace system was successful. Concomitant device reported: pfna blade (part # 04.027.039s, lot # 9695724, quantity 1). This report is for one (1) pfna 12mm 135 degree l240 tan. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis: device history record review. Manufacturing location: (B)(4). Release to warehouse date: 30.oct.2015 . Expiry date: 01.oct.2025. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed for the subject device (pfna, part number 472.272s, lot number 9697165). The subject device was returned with the complaint condition stating the product was returned in a packaging different from the original synthes bag. The laser marking was readable. Traces of use were visible and the nail is broken in the region of the citrus shape. The complaint is confirmed. A device history record (DHR) review was performed for the affected lot, (B)(4) parts were delivered to the warehouse, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in october 2015. No ncrs were marked in the DHR during production. The raw material certificates were checked and the used raw material has fulfilled the specifications. A review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. The relevant dimensions were measured near of the broken region and they have fulfilled the specifications. The citrus shape, where the nail was broken, could not be measured. During manufacturing the dimension of the citrus shape was 100% checked with a go/no go gage and have fulfilled its specifications. No manufacturing error found. Product was manufactured according to its specifications. Besides, during the manufacturing process the lot was inspected through the inspection sheet and have meet its specifications. Based on the investigation results, this complaint is confirmed since the nail is broken as claimed by the customer. Cq "x-ray" evaluation, we are able to confirm a broken nail and a broken screw on the received x-ray. The root cause for the malfunction is unknown.